Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Due to damage on cable unit, there was no image and water tightness was lost. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the investigation results, no nonconformance were found. A definitive root cause cannot be identified. The most probable cause of the identified failures is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the camera head was leaking. The issue was found during preparation for use for an unspecified procedure that was completed using a similar device. There were no reports of patient harm.